Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that threaded knob broke during sterilization.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. The sizer exhibits signs of repeated use and the threaded end of the stylus component has fractured off and is seized in the knob component. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to possible misuse. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.